Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported hypoglycemia treated with ems (emergency medical services)/ambulance/ER (emergency room) visit. Troubleshooting was performed. The event involved product(s) mmt-332a, unomedical, mmt-1880. It was unknown the smart guard /auto mode feature was active and pump was on usage of 48 hrs before the event. Customer reported low bgs. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1880.

Event description:
Updated summery: customer reported having a low blood glucose and going to the hospital for treatment. Incident date is (B)(6) 2024. Customer declined troubleshooting. It was unknown if the pump was used within 48 hours of the low. It is unknown if customer will continue to use the pump. Pump returned under (B)(4) for crack to the battery compartment. Functional tests were not done. P-cap locked properly into reservoir compartment. Cosmetic damages were found upon visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.